Event description:
Patient reported that they inserted a new insulin cartridge into the device and attempted to prime the device (3 times), but no insulin dripped. During phone troubleshooting, it was discovered that insulin had leaked into the insulin cartridge chamber. Patient feels that cartridge was at fault for event. No error messages were generated by the device. Patient's blood glucose was not affected, and no treatment was received.